Manufacturer narrative:
The relevant drill sleeve was placed at incorrect position/angulation in sicat surgical guides laboratory.

Event description:
The reporting dentist has used a sicat surgical guide (sicat classicguide) for preparing osteotomies (drill holes for accommodating a dental implant) for dental implants of type astratech os ev s. However, for implant of tooth #10, the guide positioned the osteotomy almost touching tooth #9. The dentist didn't deliver the implant. He just grafted the site and will let it heal.